Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash that consisted of broken skin and appeared to be slightly damp and weeping. The patient's cardiologist suggested using cortisone cream on the affected area. During a follow-up, it was reported that the patient's irritation improved after using cortisone cream as suggested by his doctor.